Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain / abnormal abdonvnal cramping"), uterine haemorrhage ("abnormal uterine bleeding/abnormal uterine bleeding, heavier than usual bleeding") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysmenorrhea, low back pain, chlamydial infection and pap smear abnormal. Previously administered products included for an unreported indication: loestrin. Concurrent conditions included depression, insomnia and hsil. Concomitant products included baclofen, cyclobenzaprine, ibuprofen, naproxen and oxycocet (percocet). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain upper ("severe upper abdominal pain"), vaginal discharge ("vaginal discharge/vaginal discharge"), vaginal infection ("vaginal infection"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/excessive menstrual bleeding"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), anxiety ("anxiety"), infection ("infection (other) describe: rid"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain"), fatigue ("fatigue"), insomnia ("insomnia"), back pain ("lumbar pain") and suprapubic pain ("suprapubic pain"). The patient was treated with hydrocodone, melatonin, sertraline (zoloft), surgery (hysterectomy to remove the essure), alternative therapy (apply moist heat and alternate with ice) and alternative therapy (apply moist heat and alternate with ice). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, uterine haemorrhage, abdominal pain upper, vaginal discharge, vaginal infection, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, infection, nausea, dysmenorrhoea, pelvic pain, fatigue, insomnia, back pain and suprapubic pain outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, anxiety, back pain, dysmenorrhoea, fatigue, genital haemorrhage, infection, insomnia, menorrhagia, nausea, pelvic pain, suprapubic pain, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results: iodine spot (B)(6) 2011, tubal colis closed. On (B)(6) 2011, the endometrial cavity has a normal configuration. Shirt devices are present bilaterally with no filling of fallopian tubes. No extrauterine contrast is identified. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record- dysmenorrhea and anxiety. Most recent follow-up information incorporated above includes: on 25-may-2018: pfs received. Events per pfs: abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti, anxiety, infection (other) describe: rid, nausea, dysmenorrhea (cramping), pain, vaginal discharge, fatigue, insomnia were added. On 29-may-2018: medical record received. Historical conditions added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain / abnormal abdonvnal cramping"), uterine haemorrhage ("abnormal uterine bleeding/abnormal uterine bleeding, heavier than usual bleeding") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysmenorrhea, low back pain, chlamydial infection and pap smear abnormal. Previously administered products included for an unreported indication: loestrin. Concurrent conditions included depression, insomnia and hsil. Concomitant products included baclofen, cyclobenzaprine, ibuprofen, naproxen and oxycocet (percocet). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/excessive menstrual bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge/vaginal discharge"), fatigue ("fatigue") and insomnia ("insomnia"). In (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), infection ("infection (other) describe: rid") and nausea ("nausea"). In (B)(6) 2012, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain upper ("severe upper abdominal pain"), vaginal infection ("vaginal infection"), anxiety ("anxiety"), back pain ("lumbar pain") and suprapubic pain ("suprapubic pain"). The patient was treated with hydrocodone, melatonin, sertraline (zoloft), surgery (hysterectomy to remove the essure), alternative therapy (apply moist heat and alternate with ice) and alternative therapy (apply moist heat and alternate with ice). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, abdominal pain upper, vaginal infection, back pain and suprapubic pain outcome was unknown and the uterine haemorrhage, vaginal discharge, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, infection, nausea, dysmenorrhoea, pelvic pain, fatigue and insomnia had not resolved. The reporter considered abdominal pain lower, abdominal pain upper, anxiety, back pain, dysmenorrhoea, fatigue, genital haemorrhage, infection, insomnia, menorrhagia, nausea, pelvic pain, suprapubic pain, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results: iodine spot test (B)(6) 2011, tubal colis closed. On (B)(6) 2011, the endometrial cavity has a normal configuration. Shirt devices are present bilaterally with no filling of fallopian tubes. No extrauterine contrast is identified. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record- dysmenorrhea and anxiety. Most recent follow-up information incorporated above includes: on (B)(6) 2018: event onset date added , all reported event outcome updated to "not recovered / not resolved" from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe lower abdominal pain / abnormal abdominal cramping') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, low back pain, chlamydial infection and pap smear abnormal. On (B)(6) 2011, the endometrial cavity has a normal configuration. Shirt devices are present bilaterally with no filling of fallopian tubes. No extrauterine contrast is identified. In (B)(6) 2011, iodine spot test revealed tubal coils were closed. Previously administered products included for an unreported indication: loestrin. Concurrent conditions included depression, insomnia and hsil. Concomitant products included baclofen, cyclobenzaprine, ethinylestradiol;levonorgestrel (quasense) from 2014 to 2016, ethinylestradiol;norethisterone acetate (loestrin) from 2014 to 2016, ibuprofen, minerals nos;vitamins nos (prenatal vitamins) from 2014 to 2016, naproxen, oxycodone hydrochloride;paracetamol (percocet) and oxycodone hydrochloride;paracetamol (percocet) from 2014 to 2016. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/excessive menstrual bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced anxiety ("anxiety"), 4 months 12 days after insertion of essure. In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge/vaginal discharge"), fatigue ("fatigue") and insomnia ("insomnia"). In (B)(6)2011, the patient experienced vaginal infection ("vaginal infection"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), infection ("infection (other) describe: rid") and nausea ("nausea"). In (B)(6) 2012, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding/abnormal uterine bleeding, heavier than usual bleeding"), abdominal pain upper ("severe upper abdominal pain"), back pain ("lumbar pain"), suprapubic pain ("suprapubic pain") and menstruation irregular ("irregular cycles"). The patient was treated with hydrocodone, melatonin, sertraline hydrochloride (zoloft), surgery (hysterectomy to remove the essure) and apply moist heat and alternate with ice. Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, abdominal pain upper, vaginal infection, back pain, suprapubic pain and menstruation irregular outcome was unknown and the uterine haemorrhage, vaginal discharge, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, infection, nausea, dysmenorrhoea, pelvic pain, fatigue and insomnia had not resolved. The reporter considered abdominal pain lower, abdominal pain upper, anxiety, back pain, dysmenorrhoea, fatigue, genital haemorrhage, infection, insomnia, menorrhagia, menstruation irregular, nausea, pelvic pain, suprapubic pain, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record- dysmenorrhea and anxiety most recent follow-up information incorporated above includes: on 13-jan-2020: pfs received: new event " irregular cycles " was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain / abnormal abdominal cramping") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain upper ("severe upper abdominal pain"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). The patient was treated with hysterectomy to remove the essure on (B)(6) 2016. At the time of the report, the abdominal pain lower, uterine haemorrhage, abdominal pain upper, vaginal discharge and vaginal infection outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, uterine haemorrhage, vaginal discharge and vaginal infection to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.